Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that the reason for the call was the patient said they fell when they were standing on a chair, bounced on their back twice, broke the top of their arm, had surgery to put in a metal plate, was in the hospital and rehab and went home on (B)(6) but ever since they'd been home they were constantly leaking, peeing in their pants. The patient said their ins area was not injured, they told the hospital they had a device. The patient said when they were in rehab someone always helped but now that they were home, they didn't have help. The patient said their arm "hurts like heck" today. The patient asked if their device could have gotten "messed up" when they had the surgery. Agent asked if the ins could potentially have been turned off while they were in the hospital and the patient did not know. Reviewed the option to use their equipment to check and turn therapy back on, if it is off. The patient said their equipment was in the closet their sister can get it out once their sister is there and they will have to charge it. Reviewed: if therapy is on, they could potentially use their equipment to make a therapy adjustment to see if that helps and encouraged patient to report the issue to their doctor. On 2026-jun-15, additional information was received from the patient. The patient called back and repeated information about the fall. The patient said that they couldn't determine if the stimulator was working and they weren't able to connect as they had tried a couple of times. The patient said they didn't know if they turned the device off when they were in the hospital however they said they didn't bring their external devices with them when the patient went to the emergency room. The patient said they kept on getting the message device not responding. The patient said that they saw an orange light on the communicator however they said that the communicator was not plugged in. Reviewed lights. With instruction, the patient powered off the communicator and closed the app on the h and set. The patient turned on the communicator and said they saw the yellow light and then opened the app and the pieces paired to each other and directed patient to place blue side of the communicator over the implant. The patient said that they knew where the implant was however they couldn't feel it. The patient also said that they didn't typically connect to the implant. The patient confirmed that they placed the communicator over the site in their right buttock. Reviewed repositioning however that didn't resolve the issue. The patient did say that they fell right on their back and was wondering if something could have moved. When asked, the patient said they hadn't yet notified their managing physician about the fall however said they could make arrangements to go to the office. The patient couldn't remember the name of their managing physician and asked for their name and phone number. When reviewed, the patient said that now sounded familiar. The patient was redirected to contact managing physician's office and schedule an appointment for a device check and for patient to bring their external devices. Reminded the patient to plug in and charge the communicator.